Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found auxiliary drawer 5 experiencing cubie failures. The fse requested the escort to log in and attempt recovery; and successfully recovered a few cubies. However, one 2x3 cubie continued to fail and was released and replaced it with a new cubie and reloaded the medication into the new pocket. The fse then logged into pyxis, accessed the desktop, and launched the hardware test application (hta). The drawer was opened, and a full drawer test was conducted, with passing results saved to the d-drive. After rebooting pyxis, the escort logged back into the application and successfully recovered the final failure. As part of a proactive pm, excess trash buildup was cleaned out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket 3 d1, e1, a3 had failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.